Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient was scheduled for implant explantation on (B)(6) 2019. On 10/23/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/12/19, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the device , a tear was observed on the posterior aspect, measuring approximately 0.4 cm. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Concomitant medical products: 325cc mentor siltex round moderate profile (catalog#: 3542650, lot#:194031). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 325cc mentor siltex round moderate profile and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.